Event description:
The customer reported via phone call that they were dispatched to emergency medical services on (B)(6) 2022 due to high blood glucose. Customer's blood glucose was 245 mg/dl. Customer treated high blood glucose with bolus and manual injection. Customer did not stated any symptoms related to high blood glucose. The auto mode feature was not active at the time of incident. No further patient complications was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.